Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.5/+2.5/100 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Reportedly "calculation error/ axis was entered into calculation incorrectly". On (B)(6) 2023, the lens was exchanged with the same model length and power, small change in axis and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+2.5/100 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to a calculation error; the axis was entered into calculation incorrectly. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.